Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other related reported incidents against the provided product and lot combination since its release for distribution. Per the reporting this 28mm head was replaced by a 32mm head. The root cause is attributed to use error in implanting a 28mm head when a 32mm head was required. Based on the investigation the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Wrong size head was implanted. Patient was taken back to or to have it replaced.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.